Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in increased tension on the clip, affecting leaflet insertion and therefore contributed to the slda; however, this cannot be confirmed. The reported unchanged mitral regurgitation (mr) was likely a result of the slda. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet (single leaflet device attachment/slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Three clips were deployed. Five to ten minutes after deployment of the third mitraclip, the clip was noted to only be attached to one of the two mitral valve leaflets (slda). The patient was clinically stable with an unchanged mitral regurgitation (mr) grade of 3 at the end of the procedure. On (B)(6) 2017, surgery was performed to treat the mr. The patient was well and stable after the surgery. No additional information was provided.